Event description:
It was reported that bd iag bc pro global blu 22ga x 1.0in had difficulty engaging the safety mechanism. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about safety function not working. When the customer activated the safety device when inserting and removing the indwelling needle, but it did not activate.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one 22 ga x 1.00 in insyte autoguard bc pro was received in an open unit package from lot #3228138. Two photographs were also provided by the complainant, which resemble the returned sample. A gross visual inspection of the returned unit did not identify any damage to the components. The needle was received fully retracted and the catheter was received separate from the needle. No portion of the needle was extending from the safety shield. The used unit was microscopically inspected for anything that could have previously prevented activation of the safety mechanism and retraction of the needle. No adhesive or other defects were identified. The needle and safety mechanism were reset and the catheter was placed over the needle. The white button was pressed and the needle successfully retracted without issue. Investigation conclusion(s): the defect of ¿needle retraction failure¿ was not confirmed. Probable root cause: a root cause cannot be determined in the absence of a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.